Event description:
It was reported that the patient experienced a "surge of electricity" sensation when entering and exiting through a theft detector or security gate at the library. It was unknown if the device was turned on at the time of exposure. It was noted that the patient had shoulder surgery approximately five weeks ago and was implanted with a titanium plate. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).